Manufacturer narrative:
DHR was reviewed and the pump passed all previous tests. There are no other complaints on this device. At this time, the device has not been returned for an evaluation.

Event description:
On 11/28/2023 zyno medical received a report that a pump did not alarm air in line when air made it to the sensor. Nurses caught prior to any harm to the patient. Medication is unknown.return of the device was requested.